Manufacturer narrative:
February 26, 2026. Verification of manufacturing data: the batch complies with expected specifications. No clinical consequences to the patient - no additional surgery - the patient retains a piece of the defective device - delay in surgery over than 30mn (stipulated in the incident report). Additional information: the bone canal was opened in advance using the original sbm brand initiator. When inserting the 5.5 mm ecofix anchor, unusual resistance accompanied by an abnormal noise (cracking) was perceived, indicating that the device was penetrating forcibly despite the prior preparation of the tunnel. Once approximately half of the implant had been inserted, arthroscopy revealed that the anchor body had ruptured. In response to this structural failure of the device, appropriate corrective measures were taken during the surgical procedure to preserve the patient's integrity. Questions asked: did the surgeon make a pre-hole? Yes. Particular bone quality? Good. The incident report indicates that the patient retained pieces of the anchor: can pieces migrate? Yes. If yes, what might the consequences be? None, because they are extraosseous. The incident report indicates that the operating time was increased by more than 30 mn as a result of this incident: can you confirm this point? 30mn. What is the reason for this 30mn delay? To try to recover the broken pieces? Other? Unusual resistance was encountered and a brief maneuver was performed to remove the remaining fragments, and another anchor was put in place. What was used to complete the procedure (the same lot number / other)? The same lot. We are waiting to recover the device as far as possible for an assessment. ____________________________________________________

Event description:
(B)(4). Incident occured in venezuela. Complaint description: "broken anchor, at the moment of the anchor insertion on the tunnel".